Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent. The patient visited the hospital for this event; it was not reported if the patient was hospitalized. The cause of peritonitis was unknown. The patient received unspecified treatment for peritonitis. At the time of this report, the patient was recovered from the event. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.